Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "clinical instability. Laxity left total knee. Did tibial bearing poly swap."